Event description:
The patient was scheduled for cranial surgery. Mayfield three point pins are typically used in this situation. Pins/clamp are placed by the attending surgeon after induction of anesthesia. The surgeon placed the pins/clamp in the routine fashion. The assisting surgeon controlled and stabilized the head as the patient was flipped from the supine position on the gurney to the prone position on a standard electric bed. During the process of attaching the mayfield to the electric bed the assisting surgeon stated that the torque screw appeared to reduce from 60lbs(3) to 40lbs(2). Not long after that she noted that one of the pins appeared to have slipped. At that time the mayfield was then removed, and the patient returned to the gurney. There was laceration noted that was closed using skin staples and then dressed with gauze. A second different mayfield then was applied to the patient and the process of positioning was then repeated. Again, during the process of positioning the patient in the prone position the primary surgeon was not satisfied with the status of the mayfield and re-pinned the patient while the patient was in the prone position on the electric bed. The surgery then progressed without incident.